Event description:
Patient reportedly underwent an ipg replacement surgery on an unknown date.

Manufacturer narrative:
A ¿replace generator / the generator has reached the end of its service¿ warning message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete explant information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg has reached end of service. In turn, surgical intervention may be pending.